Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to login in pyxis devices. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the user account being locked in the active directory. A technical support specialist reviewed the station logs, confirmed the account lockout, and informed the customer to coordinate with the hospital information technology team to unlock the account. The system functioned as intended.